Manufacturer narrative:
Follow-up #1: date of submission 10-jun-2019 device evaluation: the device has been returned and evaluated by product analysis on 06-jun-2019 with the following findings: during investigation, the daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump history showed the pump was delivering the programmed basal rate until the deliveries were halted by the user. No evidence of delivery malfunctions were observed. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. The cartridge cap attached securely to the pump. The test cartridge fit into the cartridge compartment properly. The alleged issue was unable to be duplicated or verify the reported issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of less than 40mg/dl, with an alleged pump issue. Reportedly, the patient remained on the pump, and was treated with glucose and carbohydrates. During troubleshooting with customer technical support, it was revealed ¿insulin would infuse whenever the cartridge cap would be pressed, or the pump would be bumped, or laid on¿. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a pump issue.